Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated a falsely depressed architect afp result of 264.27 ng/ml was generated for a pediatric oncology patient with a known history of very high afp values. The pediatric oncologist requested the sample to be rerun with the same sample and reagents. The following results in ng/ml were generated since (B)(6) 2011: (B)(6) 2011: 7000, (B)(6) 2011: 35350, (B)(6) 2011: 35000, (B)(6) 2012: 264.27, (B)(6) 2012: >350, (B)(6) 2012: >3340 (diluted 1:16.7), 53707.76 (manually diluted 1:101, result not reported), (B)(6) 2012: >35350, (B)(6) 2012: 49553 (dilution of 1:16.7), (B)(6) 2012: 32544. Troubleshooting of the issue included review of the analyzer maintenance which showed daily maintenance was performed, quality controls were normal, stability of on-board reagents was acceptable, and the linearity of the assay was consistent with the reagent package insert. There was no impact to patient management.

Manufacturer narrative:
A review of the complaint trending determined normal complaint activity for architect afp reagent lot 10480lf00 and no deficiency or adverse trends were identified with this reagent lot, and the reagent was performing as expected. The architect system manual troubleshooting and diagnostics section was reviewed and contained adequate information regarding multiple causes and troubleshooting steps for falsely depressed results. Review of the customer's instrument data determined no unusual calibration issues. The customer's issue was related to the afp assay design. In 2008, a product correction was issued by abbott with information regarding the restandardization of the afp assay and a discrepancy that may occur; follow up information letters were distributed with detailed updates to prevent the analyzer from reporting concentrations between 3340 ng/ml and 5845 ng/ml (specimens reading between 200 - 350 ng/ml on the calibration curve. This change enabled direct interpretation of reported values, (which would have allowed the customer to change the high linearity of the afp assay), or allow for the configuration retest rule which automatically re-orders patient samples reading >200 ng/ml. Product information in product notifications were included in each reagent kit/ reagent shipments regarding high linearity dilution options and updates that enabled direct interpretation of reported values which was in alignment with instructions provided in the 2008 product correction letter. A new afp assay is now available which has an extended dynamic range up to 2000ng/ml.

Manufacturer narrative:
On (B)(4) 2012, it was discovered that an emdr was not required for this incident as the medical device in question (architect afp, list 07k67-27) is not distributed in the u.s. And has no similar u.s. Distributed product. The initial and follow-up # 01 emdrs were submitted in error.